Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had cracked reservoir tube lip and scratched reservoir tube window and case.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional test including displacement, prime, basic occlusion, occlusion and no delivery tests. The device had cracked reservoir tube lip, scratched reservoir tube window, lcd window and case.

Event description:
Customer reported that she had low blood glucose. Paramedics were called and customer was taken to the hospital. Customer stated that the blood glucose reading was 26 mg/dl when paramedics arrived. Customer reported that she change her reservoir and rewind/prime without disconnecting her infusion set from her body. Customer stated that she got 80 units of insulin injected to her. Customer stated that when she checked her blood glucose it was 26 mg/dl and she collapsed. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test.